Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited low impedance. The lv lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtpb2d1 crtd implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.